Event description:
Pt had power-port placed in arm. Pt presented 14 days out to have device checked. Tip located properly in superior vena cava (svc). Later that night, pt presented with shortness of breath. Pt has lung cancer. X-ray revealed fluid in the pericardium; the fluid is very bloody. Surgery performed; bleed was due to a hole in the svc. Pt subsequently died from the bleeding.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.